Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change-out, the set screw would not engage. Attempts were made to remove the lead from the device but the set screw was tightly secured to the lead and could not be removed. The lead was then capped and replaced. Patient was in stable condition.